Event description:
Healthcare professional (hcp) reported the baxter meridian device "air bubble detector lets foam go by in the rinse back phase." No medical intervention was necessary and no pt injury was indicated in initial report. No further info was available for this report.